Manufacturer narrative:
Evaluation summary: (B)(4): the device was retuned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found (B)(4) no anomalies found (B)(4) proximal segment.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was retuned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacturer's database noted the patient died approximately five months post the implant of the ICD system. Cause of death will be requested.